Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria.visual/microscopic inspection: as the device was not returned, an inspection could not be performed.functional/performance evaluation: as the device was not returned, an evaluation could not be performed.medical records review: as medical records were not provided, a review could not be performed.photo review: one photo was received and reviewed by a bpv field assurance engineer. The photo in the complaint attachments shows the stent graft box label. The label indicates the stent graft catalog number faf09050 and lot number anxg1409. The expiration date is 07-2016. Based upon the photo review, the reported catheter break can not be confirmed.conclusion: although the sample was not returned for evaluation, an electronic photo was provided for review. Based on the photo review, the reported catheter break can not be confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft at the anastomosis of a basilic vein a-v graft, the outer catheter broke near the handle and the stent graft could no longer be deployed. The stent graft deployment was able to be completed by manual retraction of the outer catheter. There is no reported patient injury.